Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent posterolateral fusion at l4-5 using bmp2_acs. Postoperatively, patient was diagnosed with chronic pain in her back and legs. No additional information has been provided.

Event description:
It was reported that on: (B)(6) 2009: patient presented with preoperative diagnosis of l4-5 pseudarthrosis and spinal stenosis and underwent l4-5 posterolateral fusion with instrumentation and bmp, l4-5 laminectomy decompression and exploration of l4-5 fusion. Indications for procedure: patient has history of previous l4-5 stand alone interbody cages approximately 10 years ago. She reports increase in level of low back pain (right buttock) following that procedure. Patient has standing and ambulatory intolerance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.